Manufacturer narrative:
The product has been returned to the manufacturer, but is pending investigation. Once the investigation is completed a supplemental report with our findings will be submitted. (B)(4).

Event description:
It was reported that during intra-aortic balloon (iab) insertion the physician had difficulty advancing balloon down the sheath. Upon removal from the t-handle the doctor noticed the balloon was unfolded. After several attempts, they were unable to compress the balloon. A new iab was used and there was no difficulty advancing it down the sheath. The date of the event is unknown. There was no reported injury to the patient.

Manufacturer narrative:
From: "the product has been returned to the manufacturer, but is pending investigation. Once the investigation is completed a supplemental report with our findings will be submitted." To: "the device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our findings." (B)(4).

Event description:
It was reported that during intra-aortic balloon (iab) insertion the physician had difficulty advancing balloon down the sheath. Upon removal from the t-handle the doctor noticed the balloon was unfolded. After several attempts, they were unable to compress the balloon. A new iab was used and there was no difficulty advancing it down the sheath. The date of the event is unknown. There was no reported injury to the patient.